Manufacturer narrative:
(B)(4). Pump alarmed motor error during rewinding due to motor encoder signal out of phase. Unable to perform displacement test and basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test due to motor error alarm. Lose drive support disk noted. The test reservoir p-cap was able to lock in place. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump had motor error alarm. The customer stated that the alarm was cleared, displacement test was passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.